Manufacturer narrative:
The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. No further information is available regarding the resolution of the reported issue. Service to be performed by hospital employee or contractor. Customer responsible for repair, resolution and documentation. No report of patient involvement.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve not relieving the pressure in the patient circuit. There was no report of patient involvement.